Event description:
No additional information.

Manufacturer narrative:
Investigation results: no samples were received for investigation of pr (B)(4), in which the customer has stated: ¿inspection of consumables prior to use reveals cracked joints¿. The product in use at the time is reported to be a mz1000 from lot 19046551. No additional information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 19046551 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. It was however also noted that the expiry date of lot 19046551 was april 2022. A definitive root cause for the customer's experience could not be determined in this instance, however as the product had expired approximately two years prior to the maxzero being clinically used, it is unlikely that a manufacturing defect may have contributed to the customer's experience. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 product in the past 12 months.

Event description:
Inspection of consumables prior to use reveals cracked joints.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.